Event description:
Pt was undergoing coronary artery bypass grafting. After four unsuccessful attempts at weaning from bypass, pt weas placed on vad. After approx 4 hrs on the device, clinician noted clotting throughout circuit. During this 4 hr period, no heparin was given to the pt. Shortly thereafter, flow ceased all together. The pt expired. Please note that product lit states that although cannula thromboresistence, systemic heparin is still required.